Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (friend/family member, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for head/brain injury and intractable spasticity. It was reported that the patient was in the hospital right now. The patient had a hard fall about a week and a half or 2 weeks ago and the hospital thinks that the pump is malfunctioning as the patient was hallucinating and shaking a little bit. The patient's blood pressure was off the chart however, they were currenlty taking medication which stablized it but whenever the medication was not provided their blood pressure shoots up.